Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the first set of aligners scratched my cheeks and didn't fit comfortably. I'm on my third tray, and on day one, I don't like it. The top of the tray is sharp. The back where my molars are feels like you didn't want my back teeth to have support. Honestly, I just wish I could get a refund at this point! My second aligners, by the end of the second week, were extremely uncomfortable. Fit tips were provided to the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that the u aligner is cutting despite filing. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.